Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 164 mg/dl. The insulin pump will be replaced. Nothing further reported.